Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.